Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4 and a dilated left atrium. A mitraclip ntw was prepared. However, it was noted that the arm positioner felt like it had slack or less tension when closing, and lock lever was noted to have less tension. The physician tested the final arm angle (efaa) and determined that the clip was fine and well. The clip was inserted and paced on the valve. However, while establishing final arm angle (efaa), the clip opened to roughly 30-40 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.